Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2019-03589. It was reported the patient's ipg pocket was leaking fluid. In turn, the patient had their ipg and part of the lead explanted due to a suspected infection. Cultures obtained indicated that it was not an infection. Patient is healing well and issue resolved.

Manufacturer narrative:
The explant date from the initial report was (B)(6) 2019 but should be (B)(6) 2019.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2019-03589. Further follow-up indicates the patient had what remained of the penta lead explanted.